Manufacturer narrative:
Failure analysis (fa) received an avea power supply. Fa installed the power supply into a known good avea test unit and found that it is outputting 34.16 vdc; specification is 34.00 vdc +/- 0.25 vdc. The unit was cycled on and off several times at the start of the testing and at the end of the testing. The error log has no recorded power failures. The unit was operated for 47 hours. Fa installed the battery assembly into a known good avea test unit and found that it functions normally. Fa performed the battery performance verification test and found no problems. The unit operated on the internal battery for 30 minutes. Fa could not duplicate the reported issue. The avea power supply was scrapped.

Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion technical support dispatched field service to the user facility.

Event description:
The customer reported a unit that was autocycling, then after 48 hours it started alarming "vent inop". The unit was not on a patient at the time of the incident. Field service was requested to come and correct the problem.